Event description:
The patient is pursuing a product liability claim arising out of the use of an unknown nexgen articular surface. It is also reported by the patient's counsel that the patient received a tm patella on (B)(6) 2008 and was revised on (B)(6) 2012 due to a "loose total knee". Additionally, office visit notes appear to indicate that bone scans show increased uptake at the patella, femur and tibia.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.